Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The rtos (real time operating system) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.